Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd insulin ¿ syringe was found with the ¿needle hub separating from the syringe and the insulin leaking out from the injection site during injection¿ there was no report of injury or medical intervention reported.

Manufacturer narrative:
Investigation summary: bd received one (1) loose 1/2cc syringe from the customer for evaluation. Customer states that the needle hub separated from the syringe and the insulin sometimes leaks out from the injection site during injection. The syringe was returned without the hub-needle/shield assembly. No damage to the barrel tip was observed. Without the hub-needle/shield assembly, it is difficult to determine if the returned syringe exhibits leakage. CAPA (B)(4) has been opened to address the hub separates issue. Sample will be forwarded to manufacturing ((B)(4)) on 23feb2018 for further review. As per manufacturing, a review of the device history record was completed for batch# 7058827. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200689901] noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (hub separates). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (leakage). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation summary: possible root causes for hub separates issue include: broken plunger lodged in between barrel and shield carriers may cause incomplete shield assemblies. Systems with plunger screw infeed¿s have a greater propensity for creating broken plungers versus machines with dial infeed¿s. A misaligned laser sensor (raised shield) from its designated detecting position may result in sending defective parts with gate flash and/or raised needle assemblies to packaging as good product. Hub core damage (either from seating on racks or during assembly onto barrel), adhesive run-over causing excessive force required to remove shield, disassembling hub from the syringe. CAPA (B)(4) has been opened to address this issue.